Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported an unspecified high scan on the sensor when compared to a competitor meter result. The customer further reported experiencing shaking hands, a seizure, and/or a loss of consciousness however, was able to self-treat with a sweetened beverage. No further information was provided. Adc is reporting based on the customer's initial response of experiencing "seizure and loss of consciousness" as an attempt to gather additional information has been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported an unspecified high scan on the sensor when compared to a competitor meter result. The customer further reported experiencing shaking hands, a seizure, and/or a loss of consciousness however, was able to self-treat with a sweetened beverage. No further information was provided. Adc is reporting based on the customer's initial response of experiencing "seizure and loss of consciousness" as an attempt to gather additional information has been unsuccessful. There was no report of death or permanent injury associated with this event.